Event description:
Device malfunction: unk. Symptoms/ae: failure to achieve hemostasis. Time of symptoms/ae: during vessel closure. It was reported that a radiology technician trained in the use of the starclose se device attempted arteriotomy closure of the common femoral artery after a diagnostic procedure. Reportedly, the clip was deployed without incident; however, hemostasis was not achieved. The device was removed and hemostasis was achieved using manual compression. There were no reported pt effects. Though requested, no additional info was available.

Manufacturer narrative:
The device was received. Investigation is not yet complete.